Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue between the patient connector of a peritoneal dialysis (pd) transfer set and the titanium adapter. This occurred while being fitted for a new transfer set used for peritoneal dialysis therapy. To resolve the issue, another transfer set was used. There was no allegation against the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.